Event description:
It was reported that patient presented for remote follow-up. Review if transmission noted that implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of signal and delivered inappropriate therapy. No intervention was performed. Patient condition was stable.